Event description:
It was reported that the home patient (hp) felt overfilled and short of breath during fill five on the home choice (hc). The hp stated the hc skipped the drain cycle and did not alarm. The hp stated they drained out 4375ml during a manual drain. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. The cause was one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain threshold. Should additional relevant information become available, a supplemental report will be submitted.